Manufacturer narrative:
Isi contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. At the time of the issue the surgical task was cutting the tissue. The green stapler reload was involved with the reported event and the surgeon selected this particular reload because it was the usual color for rectum. The stapler was working, and the surgeon was able to fire, after firing the stapler cut the tissue but it was not possible to open or straight the stapler and an error occurred. It was the first fire of the stapler. When the stapling issue occurred, there was an instrument fault, "stapler previously used. Do not reuse." The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. No buttress material was used and there were not any malformed staples. The surgeon did not experience any clamping issues prior to firing the stapler reload. The target tissue was the rectum and there was no tissue calcified. In addition, the tissue was exposed to radiation or chemotherapy prior to the procedure. There was no tissue tension and no tissue bunching. By ¿opening forced¿, the customer said that the stapler was opened manually. The surgeon was able to resolve the issue by opening the stapler manually. The reload was not available for return to evaluate. The stapler release key (srk) was used to successfully open the jaws and the srk was not presented with any issues upon use.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and installed on an in-house system and was not accepted by the system; an error message was displayed "instrument failure manual stapler release previously used on device do not reuse". The instrument was unable to be tested on the in-house system. The instrument seems to have a manual grip release while the instrument joints are in a locked state, according to system logs. The instrument was found to have thermal damage to the chassis. The chassis is observed to be warped, which prevents the instrument from being correctly installed in the system or could negatively affect the tension of the cables. This is due to being autoclaved. The complaint was confirmed by failure analysis. Additionally, the sureform 60 green reload was found affixed to a sureform 60 stapler bearing. The reload was not deployed. The staple line and cut were both clean, devoid of any deformities or abnormalities. A comprehensive examination of the reload was carried out, uncovering no further issues.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer noted that it was not possible to open the jaws of the sureform 60 stapler instrument after the first firing (no tissue involved - opening forced). The procedure was completed with a third-party product with no patient injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.